Event description:
During svc of product unit was found to motor stall with low pressure alarm due to transistor q8, q9, q10, q11, and integrated circuit u10 on the motor board. Replaced q8, q9, q10, q11 and u10.